Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the two wings of the peel away sheath broke off. Another sheath was used in order to complete the procedure.